Event description:
It was reported that the pump touchscreen did not consistently respond when unlocked. There was no information provided about the impact on the customer's blood glucose level. The device is expected to be returned for inspection, and a replacement pump has been arranged for the customer.